Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system therapy delivery and atrial fibrillation (af) monitor was turned off due to its electrode being damaged by the associated left ventricular assist device (lvad). No further information is available at this time. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is report is being submitted to correct the following fields: impact codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system therapy delivery and atrial fibrillation (af) monitor was turned off due to its electrode being damaged by the associated left ventricular assist device (lvad). No further information is available at this time. This device remains in service. No adverse patient effects were reported.